Event description:
8/3 hemovac hydrocoat drain placed after hip surgery. On 8/6, when physician tried to remove drainage system - drainage tube broke. Approximately 8 1/2" of tubing remained in patient's incision & surgery site. 8/10, patient taken back to surgery for removal of tubing. Drainage system had worked fine before removaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, telemetry failure, tubing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.